Manufacturer narrative:
(B)(4). Was created to document and implement validation against more criteria than only a medical record number. Reference recall 2183926-02/15/2016-039-c for the field corrective action.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 04/14/2016, merge healthcare received an allegation regarding patient information importing incorrectly from the import device. Merge healthcare support determined the issue was occurring as a result of the resolution on the importing device and recommended the account match information with more criteria than just the mrn number. There was no indication of patient harm; however, this issue is being reported due to the potential for harm related to patient information becoming mixed. (B)(4).